Manufacturer narrative:
(B)(4). The customer returned a guide wire assembly and a catheter-over-needle assembly for evaluation. The guide wire was returned retracted within the advancer tube and showed evidence of use. The arrow-raulerson syringe (ars) and introducer needle were not returned. The guide wire was observed to have several kinks/offset coils towards the distal end of the body. The distal j-bend shape was deformed but the weld was intact. Another kink was observed towards the proximal end of the guide wire body. No defects or anomalies were observed on the catheter-over-needle assembly. Microscopic examination confirmed the offset coils in the guide wire body. Both welds were present and were observed to be full and spherical. The guide wire had several offset coils between 9-15 mm from the distal tip. The proximal kink was located 16 mm from the proximal tip. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The introducer catheter inner diameter was also within specification. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with minimal resistance. The guide wire also passed through the returned introducer catheter with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record (DHR) review was performed on the guide wire and insertion components (ars and introducer needle) and no relevant manufacturing issues were identified. The guide wire product drawing and the introducer catheter body extrusion product drawing were reviewed as part of this complaint investigation. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The defect of the guide wire kinking during use was confirmed through examination of the returned sample. The guide wire was kinked with offset coils in several locations along the body. The returned guide wire met all relevant dimensional requirements and a DHR review did not identify any manufacturing related issues. The guide wire passed functional testing performed with lab inventory insertion components; however, it could not be performed with the actual components as they were not returned by the customer. Based on these circumstances, it was determined that operational context likely contributed to this event, however, the probable cause of guide wire and ars/needle resistance could not be determined based upon the information provided and without the insertion components being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the introducer needle/ars and didn't advance further. A new kit was opened.

Manufacturer narrative:
(B)(4). Initial review of the returned device sample indicates that the swg was kinked.

Event description:
The customer alleges that the swg (spring wire guide) got stuck in the introducer needle/ars and didn't advance further. A new kit was opened.